Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility purchasing specialist reported to fresenius via email that clotting occurred with an optiflux dialyzer during the patient's hemodialysis (hd) treatment. It was reported a clot formation was visually observed at the top of the dialyzer and the venous pressure started running high. It was not reported that the patient experienced a serious injury or required medical intervention. The patient's estimated blood loss (ebl) was unknown. The sample was not returned to the manufacturer for physical evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint is not associated with the current event. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility purchasing specialist reported to fresenius via email that clotting occurred with an optiflux dialyzer during the patient's hemodialysis (hd) treatment. It was reported a clot formation was visually observed at the top of the dialyzer and the venous pressure started running high. It was not reported that the patient experienced a serious injury or required medical intervention. The patient's estimated blood loss (ebl) was unknown. The sample was not returned to the manufacturer for physical evaluation. Additional information was requested but was not received to date.